Manufacturer narrative:
This report is submitted on december 21, 2020.

Event description:
Per the clinic, the patient experienced magnet retention issues with maintaining connection with the processor coil. The patient's scalp region was perfused with an injectable steroid on (B)(6) 2020. The symptoms resolved and the patient has resumed use of the device.